Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to the server and ran site down, which showed no issues. The tss checked synchronization information on the website and did not observe any problems. Upon reviewing the data sync debug logs, dns (domain name system) issues were identified, preventing station communication. The logs showed stations successfully subscribing back to the server. The tss contacted the customer, who confirmed that the issue had resolved and all systems were functioning normally. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all machine was not communicated. User able to sign in but it took long time to process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.